Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received broken force sensor alarm and was shutting down. The customer¿s blood glucose level was 268 mg/dl at the time of incident. Customer stated that the insulin pump was exposed to airport scanner. Customer stated that the insulin pump had insulin flow blocked alarm and had crack on battery side. Customer also stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The device will not be returned for analysis.